Event description:
In 2004, this pt was implanted with gore excluder endoprostheses; trunk-ipsilateral leg component and contralateral leg component. In 2006, this pt was implanted with a gore excluder endoprosthesis iliac extender component. Multiple attempts to obtain further info have been unsuccessful.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Additional device used in procedure.